Manufacturer narrative:
Device is combination product.

Event description:
(B)(6) clinical study. It was reported that the patient experienced cardiac enzyme elevation. In (B)(6) 2018, the patient presented with unstable angina and was referred for cardiac catheterization and index procedure was performed. The target lesion #1 was located in the proximal right coronary artery (rca) extending up to mid rca with 90% stenosis and was 36mm long, with a reference vessel diameter of 3.75mm. The target lesion #1 was treated with pre-dilatation and placement of 3.50mm x 16mm and 2.75mm x 20mm promus priemiere stents. Post dilatation was performed with 0% residual stenosis. The target lesion #2 was located in the proximal rca extending unto mid rca with 100% stenosis and was 13mm long, with a reference vessel diameter of 3.75mm. The target lesion #2 was treated with pre-dilatation and placement of 3.50 mm x 16 mm and 2.75 mm x 20 mm promus priemiere stents. Post dilatation was performed with 0% residual stenosis. The next day the patient was noted with elevated creatine kinase isozyme, troponin, and myoglobin. No action was taken to treat the three events and were the myoglobin elevation was considered resolved/recovered. The patient was discharged two days later.